Event description:
Per medwatch mw5108018: patient's fiance reported when they went to complete cassette change they got a ?no disposable? Error message. They did not change the pump but rather made a new cassette and pump was infusing fine when started. No lot number provided. No further information was provided. Did the product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we (MFR) replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved.